Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported left side exchange from textured to smooth due to the patients concern of the product. Physician reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening, observed broken and opening on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Shell thickness within specification. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d4, d9, h3, h6.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patients concern of the product. Healthcare professional reported additionally rupture. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.